Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received reliability laboratory technician; st jude medical (B)(4) reliability laboratory; no complaint received with return of device. Failure (event) observed during analysis. A partial lead measuring 44.5cm of the distal end was returned. External insulation abrasion was found at 7.3cm to 7.6cm from the distal tip consistent with lead friction to a calcified structure.